Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with high blood glucose levels. It was reported that the customer's levels were as high as 400mg/dl. It was reported that the customer had used different sets in different parts of the body, but the issues persist. It was reported that the customer wanted the pump replaced. It was reported that the pump would be replaced and returned for analysis.